Event description:
It was reported that during a laparoscopic tubal ligation procedure, the reducer cap came out of the device. This happened on two separate devices. Useda third device to complete the procedure. There was no pt consequence